Manufacturer narrative:
A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Returned device analysis did not confirm the material separation of the gripper line. Returned device analysis did not confirm the reported unintended movement. The reported difficulty removing the clip from anatomy and poor imaging could not be replicated in a testing environment. Based on all available information, the observed broken gripper line appears to be the reported material separation of the gripper line. This appears to be due to procedural conditions. The reported difficulty removing the clip from anatomy appears to be due to procedural conditions. A cause for the reported unintended movement could not be determined. The reported poor imaging appears to be due to challenging patient anatomy. The reported tissue injury is a cascading event of the reported difficulty removing the clip from anatomy. Additionally, tissue injury is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.h6 device code 1484 removed.

Manufacturer narrative:
A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The returned device analysis did not confirm the premature activation of the gripper line. The returned device analysis did not confirm the reported unintended movement. The reported difficulty removing the clip from anatomy and poor imaging could not be replicated in a testing environment. Based on all available information, the observed broken gripper line appears to be the reported premature activation of the gripper line. This appears to be due to procedural conditions. The reported difficulty removing the clip from anatomy appears to be due to procedural conditions. A cause for the reported unintended movement could not be determined. The reported poor imaging appears to be due to challenging patient anatomy. The reported tissue injury is a cascading event of the reported difficulty removing the clip from anatomy. Additionally, tissue injury is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report difficult clip removal, unintended movement, premature activation, and tissue damage it was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4, a restricted anterior leaflet, a restricted posterior leaflet, a flail, and a rotated heart. It was noted that due to patient anatomy, imaging was challenging. One clip was inserted and successfully deployed on the mitral valve. To further reduce mr, an additional clip was inserted. However, while in the left ventricle (lv), the clip spun unintentionally, resulting in it becoming caught in chordae. Troubleshooting was performed and the clip was removed from the chordae. However, a ruptured chordae was observed. Therefore, the clip was removed. Upon removal, it was observed one of the gripper lines had detached from the clip. The physician speculated this occurred while attempting to remove the clip from the chordae. An additional clip was then inserted and deployed, reducing mr to a grade of 3. There was no clinically significant delay in the procedure. No additional information was provided.